Event description:
(Reference (B)(4) for related complaints) (documenting cassette 3)it was reported that three (3) different cassettes caused no disposable alarms. The lot number of the cassettes are unknown. No further details provided. No injury.